Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue. However, it lied within the product specifications. A possible root cause is defect or deterioration in the components such as the expulsor or an upstream sensor. The expulsor and sensor were re-adjusted and calibrated.

Event description:
It was reported that the product has high flow rate error. The issue was discovered during testing. There was no patient involvement.